Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: the black box data from the time of the reported bg excursion was overwritten due to continued pump use. A review of the pump histories showed no activity outside normal use. The last basal delivery was delivered at 11:45pm on (B)(6) 2014. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully. The pump was exercised on a 24 hours duration test with no alarms or issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. The reporter had previously stated that he was not using any insulin after coming off the pump and prior troubleshooting had determined that lack of an adequate back-up plan for insulin delivery resulted in the reported bg excursions. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that he experienced elevated blood glucose (bg) requiring medical intervention while off the pump. The patient stated he had been off the pump for three weeks due to running out of supplies. The patient had reportedly been previously instructed to move to an alternate method for insulin delivery, but the patient did not do so. The patient was reportedly not on insulin at the time of the alleged incident. The patient was reportedly experiencing bg of 650mg/dl at the time of the call to animas and was on his way to the ER. The patient reported symptoms of ¿feeling bad¿, irritability, fatigue, and ¿head feels like it¿s full of blood¿. The patient declined to troubleshoot and declined assistance of a nurse. Follow up with the patient was conducted on (B)(6) 2013 and the patient was reportedly on insulin injections and his bgs were much improved, around 200mg/dl. Details of treatment for the hyperglycemia were not provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention due to a delay in receiving supplies. Use error was determined to be a cause or contributor, as the patient did not go on an adequate back up plan as advised.